Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient representative reported right side swelling, hardness, soreness, exchange from textured to smooth. Patient also reported history of breast cancer which is not related to the device. Patient representative later reported rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, e3, g1, g2, h6.

Event description:
Physician confirmed rupture of textured device. The device was explanted.